Event description:
In 05 this patient with a history of pelvic prolapse, cystocele, and rectocele underwent robotic abdominosacral colpopexy with implantation of suspect medical device. This surgery was not done at reporting facility. The procedure failed after four weeks. The patient developed grade 2-3 vaginal vault prolapse with associated cystocele. Three months later patient was admitted to reporting facility for open abdominosacral colpopexy. During surgery, upon entering the abdominopelvic area the surgeon discovered the suspect medical device appeared to have rolled into a thin cord and did not have any suspensory action on the vaginal vault. The posterior attachment appear to be intact, however there was some disruption of the mesh with loss of tensile strength. The suspect medical device was surgically removed and abdominosacral colpopexy using gyenemesh was performed.